Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204/damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to severed blue (can l), red (can h) and orange (+5v) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the severed wires was excessive force. No adverse event resulted from the severed wires.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the electrode belt cable was damaged.